Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the procedure log with the information provided resulted in no additional information. In addition, a review of the instrument logs showed the mcs instrument (part# 470179-19 / lot# k12211206-0112) was last used on (B)(6) 2022 during a procedure with system (B)(4). The mcs instrument had 8 uses remaining. This last usage of the device was before the reported event date. Images of the mcs instrument related to this event were received. A review of the submitted images was performed by the regulatory post market surveillance (rpms) specialist. From the images provided, there was no obvious damage found on the mcs instrument. No conclusive determination can be made based on this analysis. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the customer observed leakage at the tip of the mcs instrument. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed leakage at the tip of the monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument conductor wire insulation was not damaged. Allegedly, no arcing was observed during the procedure. The instrument was in use for a few minutes up until the reported event. Electrolube/other lubricant was applied to the tip cover accessory prior to the installation. The customer observed no damage to the instrument and tip cover accessory. The surgeon activated monopolar cut energy with a generator and was cauterizing tissue when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. The jaws of the instrument did not come in contact with any other objects when the issue occurred. Additionally, the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to energy activation. It was confirmed there was no patient harm, injury or adverse outcome. The mcs instrument tip cover accessory will not be available for return to isi for evaluation.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection of the instrument found no thermal damage of any kind at the distal end. The tube extension did not exhibit any damage, and the blades had no discoloration or physical damage. The housing was removed, and no damage was observed. An electrical continuity test was performed and passed. However, no energy delivery test could be performed due to another failure. A review of the instrument log found no failures related to the reported instrument. There was no problem detected for the customer reported complaint. There was an additional observation not reported by the site and not related to the reported issue. The mcs instrument was placed on an in-house system. The instrument failed the recognition test. The mcs instrument information found in the radio frequency identifier-ID (rfid) tag was not detected. This failure is most commonly caused by the information in the rfid tag being corrupted. The root cause is not determinable/applicable.

Event description:
Refer to h10/h11 for follow-up information.